Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. A system check was being performed by tandem technical support and customer declined to continue to troubleshoot. Customer's blood glucose was 68 mg/dl.